Manufacturer narrative:
(B)(4) is in receipt of MDR (B)(4) received in february of 2014. We are in contact with both our local distributor and our manufacturer in order to ascertain all of the facts needed to complete this response. We will contact you when all of the facts are known.

Event description:
In response to MDR (B)(4) received in february, 2014.